Event description:
A report was rec'd that the pt's stimulation was turning on and off without intervention. A bsn field clinical engineer determined that 4 contacts on the first lead were exhibiting abnormal behavior indicating a break in the lead.

Manufacturer narrative:
Additional information received indicated that the physician has decided to revise the patient's lead.